Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker's battery longevity decreased from seven years remaining to one and a half years remaining in just over two years. It was noted that the pacing percentage and outputs remained the same and the patient does not have atrial fibrillation (af). Boston scientific technical services (ts) was consulted and data was sent to engineering for analysis. Engineering found that the power consumption appears to be increasing in a gradual fashion and recommended replacement of the pacemaker for possible premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker had reached elective replacement indicator (eri) battery status and was subsequently explanted for suspected premature battery depletion. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker's battery longevity decreased from seven years remaining to one and a half years remaining in just over two years. It was noted that the pacing percentage and outputs remained the same and the patient does not have atrial fibrillation (af). Boston scientific technical services (ts) was consulted and data was sent to engineering for analysis. Engineering found that the power consumption appears to be increasing in a gradual fashion and recommended replacement of the pacemaker for possible premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker had reached elective replacement indicator (eri) battery status and was subsequently explanted for suspected premature battery depletion. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function> detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the pacemaker's battery longevity decreased from seven years remaining to one and a half years remaining in just over two years. It was noted that the pacing percentage and outputs remained the same and the patient does not have atrial fibrillation (af). Boston scientific technical services (ts) was consulted and data was sent to engineering for analysis. Engineering found that the power consumption appears to be increasing in a gradual fashion and recommended replacement of the pacemaker for possible premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported.